Manufacturer narrative:
Omsc investigated the subject device and found as follows; the insulation coating of the insertion section was cracked at approx 70 mm from the distal end. There is a scratch at the edge of the crack. The tissue pad was partially peeled off. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During a reprocessing, the user found that the insulation coating of the insertion section was cracked. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on april 18, 2018. As a result, omsc found that the insulation coating of the insertion section was cracked, and the tissue pad was partially peeled off. This is the report regarding the separation of the tissue pad.